Event description:
The pt was grafted with epicel (lot #ee00157) in 2001 with a total of 72 grafts. The pt expired on the event date of multi-system organ failure. The event is stated as unrelated to epicel. A qc microbiology and environmental report showed results were negative for both pre-release and final product sterility testing. All environmental monitoring tests passed.